Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and device breakage ("a second surgery to remove additional residual") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2011, 3 years and 140 days after starting essure, the patient experienced complication of device removal ("device removal complication"). In (B)(6) 2012, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), constipation ("severe constipation") and device breakage (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (on (B)(6)2011 a salpingectomy was performed) and surgery (in (B)(6) 2012 a second surgery was performed to remove additional residual pieces of essure coils.). Essure was withdrawn. At the time of the report, the abdominal pain, constipation, device breakage, complication of device removal and procedural pain outcome was unknown. The reporter considered abdominal pain, constipation, device breakage, complication of device removal and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain. Approximately three years after insertion, she underwent a salpingectomy. Three months later, a second surgery was performed to remove additional residual of pieces of essure coils (device breakage). Both abdominal pain and device breakage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. The exact time point and mechanism of breakage are not known, however, considering the event's nature, device breakage was considered related to essure. This case was regarded as incident, as surgical interventions were required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and device breakage ("a second surgery to remove additional residual") in a 39-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation chronic, pelvic adhesions, barium enema, yeast infection and chlamydial infection. Concurrent conditions included obesity, bloating since(B)(4)2011, weight gain, bowel movement irregularity, abdominal pain, migraine, ovarian cyst, irritable bowel syndrome and dysmenorrhoea. Family history included colon cancer (maternal grandfather). Concomitant products included medroxyprogesterone (depo provera) from (B)(4)2008 to (B)(4)2008 and normensal (necon) since 2003 for contraception as well as macrogol (miralax) and sodium picosulfate (dulcolax picosulfat). On (B)(4)2008, the patient had essure inserted. On (B)(4)2010, 1 year 5 months after insertion of essure, the patient experienced constipation ("severe constipation / gastrointestinal or digestive system condition type: severe constipation"), headache ("migraines / headaches"), migraine ("migraines") and weight fluctuation ("weight gain / loss"). On (B)(4) 2010, the patient experienced fatigue ("fatigue"). On (B)(4)2011, the patient experienced complication of device removal ("device removal complicatiopn"). In february 2012, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and adnexa uteri pain ("ovaries area pain"). The patient was treated with surgery (on (B)(4)2011 a salpingectomy was performed) and surgery (in feb-2012 a second surgery was performed to remove additional residual pieces of essure coils.). Essure was removed on (B)(4)2011. At the time of the report, the abdominal pain, device breakage, constipation, complication of device removal and procedural pain outcome was unknown and the headache, migraine, weight fluctuation, pelvic pain, fatigue and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, complication of device removal, constipation, device breakage, fatigue, headache, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: initial removal ¿ (B)(4)2011 - the right-side of the essure device was not completely removed during initial bilateral salpingectomy. There was a follow-up surgery with md for total removal. Total removal occurred on (B)(4)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(4)2008: total bilateral occlusion (B)(4)2010 : CT of the abdomen and pelvis with contrast : essure devices in both fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, constipation. Quality-safety evaluation of ptc: the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4)2018: medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, concomitant drugs were added.essure removal date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and device breakage ("a second surgery to remove additional residual") in a 39-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation chronic, pelvic adhesions, barium enema, yeast infection and chlamydial infection. Concurrent conditions included obesity, bloating since (B)(6) 2011, weight gain, bowel movement irregularity, abdominal pain, migraine, ovarian cyst, irritable bowel syndrome and dysmenorrhoea. Family history included colon cancer (maternal grandfather). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008 and normensal (necon) since 2003 for contraception as well as bifidobacterium infantis (align) from december 2010 to january 2012, macrogol (miralax) since (B)(6) 2011, sennoside a+b (senna) from (B)(6) 2011 to (B)(6) 2011 and sodium picosulfate (dulcolax picosulfat). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced constipation ("severe constipation / gastrointestinal or digestive system condition type: severe constipation"), headache ("migraines / headaches"), migraine ("migraines") and weight fluctuation ("weight gain / loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced complication of device removal ("device removal complication"). In (B)(6) 2012, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), adnexa uteri pain ("ovaries area pain") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2011 a salpingectomy was performed) and surgery (in (B)(6) 2012 a second surgery was performed to remove additional residual pieces of essure coils.). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the abdominal pain and pelvic pain had resolved. In (B)(6) 2012, the headache and fatigue had resolved. At the time of the report, the device breakage and complication of device removal outcome was unknown, the constipation and weight increased was resolving and the procedural pain, migraine, weight fluctuation and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, complication of device removal, constipation, device breakage, fatigue, headache, migraine, pelvic pain, procedural pain, weight fluctuation and weight increased to be related to essure. The reporter commented: initial removal ¿ (B)(6) 2011 - the right-side of the essure device was not completely removed during initial bilateral salpingectomy. There was a follow-up surgery with md for total removal. Total removal occurred on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. (B)(6) 2010: CT of the abdomen and pelvis with contrast: essure devices in both fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, constipation. Quality-safety evaluation of ptc: the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. New reporter added. Concomitant drugs added. New event weight increased added. Outcome updated for events: headaches, weight gain, fatigue, pain and constipation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and device breakage ("a second surgery to remove additional residual") in a 39-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included constipation chronic, pelvic adhesions, barium enema, yeast infection and chlamydial infection. Concurrent conditions included obesity, bloating since (B)(6) 2011, weight gain, bowel movement irregularity, abdominal pain, migraine, ovarian cyst, irritable bowel syndrome and dysmenorrhoea. Family history included colon cancer (maternal grandfather). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 and normensal (necon) since 2003 for contraception as well as bifidobacterium infantis (align) from december 2010 to january 2012, macrogol (miralax) since (B)(6) 2011, sennoside a+b (senna) from april 2011 to december 2011 and sodium picosulfate (dulcolax picosulfat). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced constipation ("severe constipation / gastrointestinal or digestive system condition type: severe constipation"), headache ("migraines / headaches"), migraine ("migraines") and weight fluctuation ("weight gain / loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced complication of device removal ("device removal complication"). In (B)(6) 2012, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), adnexa uteri pain ("ovaries area pain") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2011 a salpingectomy was performed) and surgery (in (B)(6) 2012 a second surgery was performed to remove additional residual pieces of essure coils.). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the abdominal pain and pelvic pain had resolved. In (B)(6) 2012, the headache and fatigue had resolved. At the time of the report, the device breakage and complication of device removal outcome was unknown, the constipation and weight increased was resolving and the procedural pain, migraine, weight fluctuation and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, complication of device removal, constipation, device breakage, fatigue, headache, migraine, pelvic pain, procedural pain, weight fluctuation and weight increased to be related to essure. The reporter commented: initial removal ¿ (B)(6) 2011 - the right-side of the essure device was not completely removed during initial bilateral salpingectomy. There was a follow-up surgery with md for total removal. Total removal occurred on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. (B)(6) 2010 : CT of the abdomen and pelvis with contrast : essure devices in both fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, constipation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and device breakage ("a second surgery to remove additional residual") in a 39-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008 and normensal (necon) since 2003 for contraception. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 5 months after insertion of essure, the patient experienced constipation ("severe constipation / gastrointestinal or digestive system condition type: severe constipation"), headache ("migraines / headaches"), migraine ("migraines") and weight fluctuation ("weight gain / loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced complication of device removal ("device removal complication"). In february 2012, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and adnexa uteri pain ("ovaries area pain "). The patient was treated with surgery (on (B)(6) 2011 a salpingectomy was performed) and surgery (in feb-2012 a second surgery was performed to remove additional residual pieces of essure coils.). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, device breakage, constipation, complication of device removal and procedural pain outcome was unknown and the headache, migraine, weight fluctuation, pelvic pain, fatigue and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, complication of device removal, constipation, device breakage, fatigue, headache, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: initial removal ¿ (B)(6) 2011 - the right-side of the essure device was not completely removed during initial bilateral salpingectomy. There was a follow-up surgery with md for total removal. Total removal occurred on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion quality-safety evaluation of ptc: the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events fatigue migraine, headache, weight fluctuation, pelvic pain are added. Lot number added. Lab data updated. Concomitant conditions & drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure is made upon a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain. Approximately three years after insertion, she underwent a salpingectomy. Three months later, a second surgery was performed to remove additional residual of pieces of essure coils (device breakage). Both abdominal pain and device breakage are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. The exact time point and mechanism of breakage are not known, however, considering the event's nature, device breakage was considered related to essure. This case was regarded as incident, as surgical interventions were required. Additionally, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.